Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. After checking it was found that the had a defective cable from the video receiver pcb to the display. To fix the issue the fse replaced the cable, display to video rcvr bd and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cs100 intra aortic balloon pump (iabp) unit's display was flickering. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: d4 (unique identifier (UDI) #). Additional information: e1 (event site postal code: (B)(6).

Event description:
N/a.